Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant of the implantable pulse generator (ipg) system, the patient has been having more difficulty breathing. It was further reported that the right atrial (ra) lead was repositioned in response to the patient's symptoms. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead showed no p waves on a surface electrocardiogram and it was unlikely that the lead was capturing. A chest x-ray indicated that the lead was on the floor of the right atrium.